Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, noise was observed on the right ventricular (rv) lead. A rv lead malfunction was suspected. The patient was reported to be stable and is awaiting lead replacement.

Event description:
On (B)(6) 2017, the rv lead was capped and replaced. Imaging revealed the conductors of the rv lead were externalized the implantable cardioverter device was electively replaced during procedure.